Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Follow-ups for additional information were attempted; however, no further device information was provided. The device was not returned as well. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000660722.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) and wolff-parkinson-white syndrome with a carto vizigo¿ 8.5f bi-directional guiding sheath: small, and a hemostatic valve separation issue occurred. During the procedure, the rubber portion of the hemostatic valve became lodged inside the vizigo sheath when attempting to insert the dilator. The sheath was replaced, and the procedure continued without further issues. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.